Event description:
It was reported that pump displayed altitude alarm and suspended insulin while speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and resumed insulin after waiting; alarm did not recur, pump returned to normal operation, and customer received guidance on preventing future altitude alarms.